Manufacturer narrative:
After the therapy, the facility nurse smoothly removed the solex catheter from the patient and performed visual inspection, no physical damaged observed on the catheter. The catheter was filled with saline and the balloons filled properly. The nurse concludes that the solex catheter used on the patient had no problem. The catheter was disposed and therefore, no further investigation required. As per zoll recommendation, on (B)(6) 2018, the facility doctors were trained on information of the correct use and placement of the ivtm catheters products. The physician does not attribute the patient's death to the use of console and solex catheter; the condition of the patient was critical and she passed away because of her illness. In agreement with the customer, no patient injury or death attributable to zoll product.

Event description:
As reported, the solex 7 heparin catheter (lot number unknown) was inserted smoothly into an (B)(6) female's right subclavian up to 20 cm. Later, power injection of x-ray contrast agent over the proximal IV-line and user know that this was an off-label use. The patient was admitted for return of spontaneous circulation (rosc) out of hospital cardiac arrest (ohca). The patient passed away shortly after admission.